Event description:
A report was received by lifescan that a pt experienced hypoglycemia while using a fasttake meter. On event date, pt was found on the floor unconscious and convulsing. Pt's blood glucose was 5.2mmol/l on ft meter during the event. Pt later stopped breathing and turned blue. Spouse administered CPR and called the ambulance. The paramedics treated pt at home with an unknown parentral medication and transferred pt to the hospital. At the hospital, pt's blood glucose was 2.0mmol/l on hospital meter. Pt spent 2-3 hours at the hospital during which pt was treated for hypoglycemia. No further info has been reported.